Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 503458 implantable pacing lead, implanted: (B)(6) 1997; kdr901 implantable pulse generator (ipg) (B)(6) 2006. (B)(4).

Event description:
It was reported that right atrial (ra) lead exhibited low pacing impedance. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.